Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ruptured and had blood in the safety disk. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer rejected the repair. The pump will be used for trade in towards the six pumps purchased back in may. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.